Event description:
Caller reported a malfunction on the pump, which occurred while customer was changing sensor and tx. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump as advised. Caller was instructed to call back if any malfunction code recurs, and they expressed understanding of the guidance provided.